Manufacturer narrative:
Product returned and evaluated. Item confirmed to have a broke weld at the right hand grip. Product was new out of the box.

Event description:
This chair arrived damaged. One of the push canes was broken off at the weld point. No additional information provided

Event description:
This chair arrived damaged. One of the push canes was broken off at the weld point. No additional information provided.

Manufacturer narrative:
Follow up to be sent if additional information is received.